Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed. A root cause of the air was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding air in the line while on the homechoice (hc) display during initial drain. The home patient (hp) was starting her initial drain and noticed a large air pocket in the line, so she disconnected herself and clamped off her line, but did not close the clamps on the other lines. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the hp on (B)(6) 2011 regarding the air in line, it was revealed that the issue was resolved by starting over using new supplies, but she did not know the cause of the air in line. Per hp, there were no holes or defects on the supplies. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.